Event description:
Leak of exactamix 1l bag found during final compounding / inspection. Leak found at the center port; 1 bag sent back to MFR. Therapy start date: (B)(6) 2018. Diagnosis or reason for use: short gut syndrome.